Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right total knee arthroplasty and subsequently underwent a revision procedure due to instability, pain, and stiffness.

Event description:
It was reported that the patient underwent right total knee arthroplasty and subsequently underwent a revision procedure due to instability, pain, and stiffness. It is unclear to whose implants are implanted. Only allegation is against our bone cement.

Manufacturer narrative:
(B)(4). Reported event was confirmed due to operative records. During the revision procedure it was reported that the interface between the bone cement and implants had dislocated. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.